Manufacturer narrative:
Analysis of the lead, model 3889, found lead body cut through, product segmented. The outer insulation was melted/broken and all conductors cut.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative reported a lead broke in two pieces during the creation of the implantable neurostimulator pocket. The proximal part was explanted and due to time constraints, the distal end remained implanted until the consumer will be scheduled for a new procedure and lead in a few weeks. There was no harm to the consumer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.